Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failure to interrogate. The patient noted an intermittent vibratory notifier previously. No changes were reported. The patient status was stable.